Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was implanted after the use before date. The physician decided to leave the device in the patient and it remains in use. No patient complications have been reported as a result of this event.